Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The annular dimensions were 26.3mm diameter, 87mm perimeter, and 566mm^2 area. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm non-abbott. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc) without recaptures. Post-implant, mild paravalvular leak (pvl) was observed with a mean gradient of 7mmhg. The patient was discharged. On a 30-day follow-up evaluation, a planned revascularization procedure was scheduled to address the patient¿s pre-existing coronary artery disease (cad) via percutaneous coronary intervention (pci). However, on (B)(6) 2026, an echocardiogram (echo) reassessment revealed progression of pvl from mild to moderate. Post-implant balloon valvuloplasty (post-bav) was performed using a 23mm non-abbott balloon. Consequently, a 6mm x 6mm amplatzer duct occluder ii was deployed, resulting in a minimal reduction of pvl. During this interval, the patient was observed with new electrocardiographic change, specifically atrial fibrillation with bradycardia. Moderate pvl and mean gradient remained unchanged after both interventional attempts. A permanent pacemaker was implanted to resolve the conduction abnormality. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.